Manufacturer narrative:
(B)(4).

Event description:
It was reported that the health care provider (hcp) was refilling an isomed pump and experienced a "spritzer" come back where the fluid was forced back up through the refill port, through the injection site and around the needle. The hcp did not think it was a pocket fill but the patient said to the nurse that he felt the needle did not go in the same as it usually did at refills. The caller had inquired if the septum could be damaged causing this issue. There was no medical or therapy issue as the patient was reported as ¿doing fine.¿ it was unknown what medication this device system delivered at the time of the event. Should additional information be received a supplemental report will be filed.